Event description:
It was reported that during pre-surgery testing, it was observed that the motor device had an air leak. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of an air leak was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had oil leaking from the swivel and was making a lot of noise. It was determined that this condition was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.